Manufacturer narrative:
Medtronic received the following information from a journal article entitled; five-year outcomes of endovascular repair of complicated acute type b aortic dissections. Bavaria e j, md, brinkman t w, hughes c g, shah s a, charlton-ouw m k, , azizzadeh a <(>&<)> white a r. The journal of thoracic and cardiovascular surgery 2020;s0022-5223(20)31092-8. Doi: https://doi.org/10.1016/j.jtcvs.2020.03.162. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in 50 patients for the endovascular repair of acute type b thoracic aortic dissections. The following malfunctions were observed; type ia endoleak, type ii endoleak, unknown endoleak, false lumen perfusion. The following adverse events were observed; occlusion, dissections, cva, paralysis, paraplegia, infection, ischemia, hemorrhage, claudication, acute renal failure, respiratory failure, pulmonary embolism, , embolism, aneurysm enlargement, thrombosis, cardiac arrest, re-intervention patient deaths were reported; dissection related deaths > 1 year post index procedure, procedure related deaths within 30 days of index procedure.